Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole, k-wire and screw were placed in the patient's spine in a different position than intended with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 10 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT scan, and this deviating screw does not need to be corrected. The outcome of this surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no harm nor negative effect to the patient due to the deviating placement, and there was no prolong of the surgery/anesthesia. There were further no remedial actions for the patient done, necessary or planned. There was no prolong of hospitalization either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the ca. 7.1 degree of angulation resulting in a 6mm cranial/medial target deviation of the spine screw placed in the right t6 vertebra with the aid of navigation, is: a relative movement of the anatomy during the multilevel navigation procedure instrumentation between the anatomy with the navigation reference array fixation (at spinous process of vertebra t3) and area being operated on (t6) due to an insufficiently rigid connection of the anatomy in between, and forces applied to the bone during the surgery. Image data from the surgery shows rotational anatomical movement of the t6 vertebral body, when comparing the pre-operative and post-operative scans. Further, the deviating placement at t6 was the one farthest away from the navigation reference array at this setup - the anatomical movement effect can increase the farther away the vertebra is located compared to the array fixation point. Operating on a different vertebra/bone than the one the patient reference array for navigation is fixed to, especially if the bone connection in between the vertebrae is not rigid - in this case the patient had osteoporotic spine bone, and the vertebra t6 with the deviating placement was next to a fractured vertebra (t7), possibly further reducing its stability - causes relative movements of the actual anatomy during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the placement and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the bone preparation and before the placements at right t6. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a posterior osteosyntheses of vertebrae t4 to t9, due to a fracture at vertebra t7, with intended placement of 10 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t7. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated drill guide 3.2mm to drill into the vertebrae t7-t9 to create the pilot holes bilateral, and placed k-wires through the navigated drill guide into the pilot holes. Calibrated a non-brainlab tap to the navigation for instrument position display, threaded the pilot holes following/over the k-wires, and used a non-brainlab screwdriver also beforehand calibrated to navigation to place the screws into the pilot holes also following the k-wires in vertebrae t7-t9. Removed the navigation reference array from t7 and re-placed it to the spinous process of vertebra t3. Acquired another intra-operative CT scan of the patient's second region of interest also with automatic image registration to navigation, verified and accepted the accuracy of the registration to proceed. With the same navigated method as before using the drill guide, created the 4 remaining intended pilot holes in vertebrae t4-t6 and placed the k-wires. Following the k-wires, threaded the pilot holes as before, placed one monoaxial screw in right t6 and the remaining 3 screws in t4 and t5 - whereas it is unknown to brainlab if the non-brainlab screwdriver used for these placements was calibrated to navigation at all, or possibly calibrated not as a screwdriver, but by the user labelled/selected as a tap in the navigation software. Determined that the monoaxial screw placed in right t6 was not suitably aligned for the rod placement. Decided to remove this monoaxial t6 screw, and to place a polyaxial screw instead in right t6, with the same navigated workflow as before. Completed the surgery successfully as intended and closed the patient. A post-operative CT scan revealed that the polyaxial right t6 screw deviated from the intended/planned position angulated by ca. 7 degrees, at the target point by ca. 6mm in the cranial/medial direction. According to the surgeon (treating clinician): the deviation of 1 of the 10 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT scan, and this deviating screw does not need to be corrected. The outcome of this surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no harm nor negative effect to the patient due to the deviating placement, and there was no prolong of the surgery/anesthesia. There were further no remedial actions for the patient done, necessary or planned. There was no prolong of hospitalization either.